Event description:
It was reported that the anchorage plate fractured.

Manufacturer narrative:
Evaluation summary: the provided x-rays permitted to confirm the event that the plate broke. The customer reported that the device will not be returned and the lot number is not available. Bone fused before the plate broke, there is no adverse consequence reported nor revision surgery planned. Based on investigation, an overloading could not be excluded, however, without any further information regarding the patient conditions (weight, activity, age...), it's not possible to determine the root cause of the breakage. The current IFU reads: precautions for use: it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. Factors capable of compromising implantation success. Bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. Excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. It is not known if this device was manufactured before or after design optimization. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the anchorage plate fractured.

Manufacturer narrative:
Device not returned. If additional information is received it will be reported on a supplemental report.